Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the h2tuv handpiece causes an alert on generator (continuous tone) and does not work anymore. Another instrument was used to complete the case. There was no consequence to the pt.